Event description:
The technician alleged that the brake casters ratchet slightly in brake position. No injury reported.

Manufacturer narrative:
The technician replaced the brake casters to resolve the issue.